Event description:
A foreign user facility reported that three (3) patients sustained second degree burns and blisters following laser hair removal treatment with a lumenis m22 laser ipl handpiece.

Manufacturer narrative:
Lumenis regional offices contacted the user facility directly to investigate the reported events. Patient photographs, treatment settings and patient preexisting conditions were requested from the user facility. Patient photographs and partial treatment settings were provided. An examination of the subject device by a lumenis technical expert concluded the device operated to manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional evaluated the reported events details and patient photographs concluding the reported treatment settings were aggressive based on common medical practice, device labeling and training. Additionally; the professional stated "adverse events most probably [are] the result of the following: (1) inaccurate skin type assessment- underassessment of tanning. (2) mis-assessment of the treatment target (hair thickness). (3) customer is inexperienced in using the ipl for hair removal - manufacturers' guidelines were not followed. (4) presets not used. (5) test patch was made but not with the actual treatment settings- the guidelines clearly indicate to do test spots when changing settings. Long transiency of the adverse events is to be expected. Patient should be instructed to avoid sun."